Manufacturer narrative:
The patient¿s date of birth was not provided. (B)(4). Approximate age of device ¿ 1 year. The device was received for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016 the patient had a transesophageal echocardiogram (tee) in preparation for an ablation procedure the following day. The tee revealed an ejection fraction of approximately 35% and no evidence of thrombus. During this visit, the patient complained of right lower quadrant abdominal pain and swelling. An abdominal/pelvis CT scan was completed prior to the patient leaving the outpatient clinic after the tee procedure. On (B)(6) 2016 the patient returned to the hospital for the planned electrophysiology study and radiofrequency ablation. However, the CT scan had revealed an abdominal wall hematoma involving the rectus abdominis muscle through which the lvad driveline transversed. The ablation procedure was cancelled and the patient was admitted for further evaluation. A wound culture was positive for staphylococcus aureus at the driveline site. On (B)(6) 2016, the patient was listed as 1a on the transplant list due to the infection. The patient received a heart transplant on (B)(6) 2016.

Manufacturer narrative:
A specific cause for the reported hematoma and infection and a correlation between the device could not be conclusively determined. No device-related issues were found during evaluation of the pump. Upon disassembly of the pump, visual examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists bleeding and infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.